Event description:
On (B)(6) 2013, a (B)(6) female was having a surgical procedure for dental extractions, during the procedure, while the cheek retractor was in the pt's mouth, the cheek retractor was noted to be broken with a chip missing from the end. All pieces were accounted for. The retractor was removed from surgical field along with broken piece, md aware.